Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). Reference manufacturer report number: 2032227-2015-51149.

Event description:
The customer reported via phone call that they received a motor position encoder error alarm after a motion sensor test failure alarm occurred. Customer stated the alarms occurred after attempting to rewind the insulin pump. Customer's blood glucose was 386 mg/dl. The customer stated the drive support cap appeared to be normal, but it was not indented. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. The insulin pump was unable to perform displacement test and verify alarms due to motor error alarm. The drive support was inspected and no anomaly was noted. The insulin pump had minor scratched display window.